Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the trocar was being used in a laparoscopic roux-en-y procedure, but the problem is that the trocar has a defective seal and when operating, the seal gets prematurely torn causing a carbon dioxide (co2) leak from the trocar. Nothing was done to complete the case, but the air/gas tank was changed more often. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the circular seal was cut. The trocar and cannula appeared intact. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.